Manufacturer narrative:
It was reported that the plastic protector covering the tip is difficult to remove. This resulted in the tip becoming loose during the removal of the cover. The tip became dislodged from the cautery device during the procedure and made a tear in the patients' retina. It is unknown if the patient required any medical intervention. The sample has not been returned. Kirwan surgical products llc is the manufacturer of this device. Kirwan surgical products llc has been notified and will conduct an investigation and make the determination whether any corrective action is indicated. Due to the reported incident and in an abundance of caution this medwatch is being filed. Sample not returned.

Event description:
It was reported the tip of the cautery device caused a patient injury.